Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software; product ID hh9020tdd, serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that when they are trying to deliver bolus it used to take 30 or 40 secs to do now it takes 4 minutes and it could get stuck at 90% and same thing goes whenever they were trying to connect to the myptm. The patient mentioned this issue started for a month now. Agent walked the patient on clearing the data under the patient data service. The patient was able to successfully get connected to myptm and deliver a bolus. Agent reviewed information and advised to monitor the issue and contact us back if they need further assistance.